Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; an error displayed at power up. Also errors were found in the device error logs. Printed circuit board assembly found out of electrical specification. (B)(4).

Event description:
It was reported an error displayed on power-up while testing low voltage current test. The device was returned for warranty repair. There was no patient involvement.